Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst inside the patient however no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation found no damages. Functional testing found the balloon could be inflated but, was not able to hold pressure due to a pinhole located approximately 80 mm from the device tip. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The returned balloon was inflated without any problem however, it was not able to hold pressure due to a pinhole located approximately 80 mm from the device tip. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst inside the patient however no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.